Event description:
Three pts with discrepant sodium results. Pt 1, initial result 132 mmol/l, repeat 141 mmol/l. Pt 2, initial result 133 mmol/l, repeat 139 mmol/l. Pt 3, initial result 134 mmol/l, repeat 140 mmol/l. The initial results were not reported. The field service rep was unable to determine root cause. Performance tests performed which were within spec.